Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple high and low blood glucose levels between "low" per continuous glucose monitor readings and 501 mg/dl, cause was unknown. Low bg was addressed by consuming carbohydrates and high bg was addressed with a correction bolus. Customer also reported having trace ketones during at least one high bg event. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.